Event description:
Optilume 24fr x 50mm 75cm was used as requested by provider. Inflation device passed off to sterile field and catheter was inserted. Balloon was then inflated, but the balloon popped before the dial read 6 atm. Nominal pressures were confirmed prior to inflating at 6atm and burst at 12atm. The defective balloon catheter was then passed off the sterile field and situation escalated to coordinator. Another balloon catheter was opened and inflated successfully.